Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this pacemaker patient presented to the emergency room (ER) and their heart rate (hr) was 50 beats per minute (bpm). The devices lower rate limit (lrl) was set to 80 bpm. The pacemaker was oversensing a signal after the ventricular pacing spike on the right ventricular (rv) lead, which resulted in pacing inhibition. The ventricular refractory period (vrp) was reprogrammed and the patient was discharged. Then, the patient followed-up with their physician and they received a holter monitor. The monitor indicated that 5 seconds of pacing inhibition occurred. In addition, the patient experienced dizziness. Boston scientific technical services (ts) reviewed the lead measurements and indicated the impedances had slightly increased from 500 ohms to 700 ohms on the rv lead. The cause of the oversensing and pacing inhibition was not determined. Subsequently, a revision procedure occurred. The pacemaker was explanted and replaced. The rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported oversensing, pacing inhibition, and high impedances.

Event description:
This supplemental report is being filed as the device evaluation was completed.